Manufacturer narrative:
H11. Internal reference: (B)(4).

Event description:
It was reported that during a reverse total shoulder surgery, the battery of one (1) spider 2 tenet exploded. There was no harm to any patient or staff member. The procedure was finished with an extra staff member scrubbing in to hold the arm. It is unknown if there was a delay. No further complications were reported.